Event description:
An IV bag containing the antibiotic ceftriaxone was hooked up as a secondary infusion on a baxter sigma spectrum IV pump. The secondary IV tubing was connected to a primary set containing a check valve (baxter clearlink system continu-flo solution set with duo-vent spike. Item # (B)(4); lot # r15i29060). The ceftriaxone solution back-primed into the primary solution that was hanging and did not infuse into the pt. The check valve failed. All tubing and bags involved, including the pump, have been quarantined for investigation. We attempted to have a lab perform an analysis on the primary solution to verify it contained ceftriaxone. We could not find a lab to perform this analysis, but the primary bag has more volume in it than it should have and has a yellow tinge to it, indicating it contained ceftriaxone. We believe we have a similar event occur approximately 5 weeks prior.